Event description:
The syringes and needles that were used for vaccinations are causing sore cystic nodules that come up 3-4 weeks after vaccine administration! Dose or amount: 3 mg/ml. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: vaccine administration.